Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze pad. The customer reports the product is linting.

Manufacturer narrative:
Submit date: 10/31/2016. A device history record review of the reported confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One photo was received for evaluation and by visual inspection the findings were that one dropped thread caused linting. Based on the investigation and analysis, the root cause was identified as occurring when the gauze roll is slit by first crushing then cutting the gauze which generates some tiny fraying on the cutting edge of the slitting roll. A formal corrective and preventative action (CAPA) was opened to solve this problem and subsequently closed in (B)(6) 2015. The corrective actions taken by the suppliers are to improve the cutting and folding method. The last lot number for 441601a is 14152a (manufactured in 5th june 2015). The supplier did not manufacture product # 441601a after august 2015. The complained batch was made prior to the actions taken. This complaint will be used for trending purpose.